Event description:
A customer reported via phone call indicating that they experienced low blood glucose while driving resulting into a car accident and hospitalization. The patient's blood glucose level was 59 mg/dl at the time of admission. The customer stated that prior to the incident the customer had gone to the site of their mother's grave where she had experienced low blood glucose which led to an accident. The customer stated that their pump continues to vibrate, but does not let the customer access any of the menu. The customer states that the serter is no longer working and need replacement reservoirs. The customer's issue with the insulin pump was resolved after the customer was advised to change the battery on the pump which allowed the customer to rewind the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.